Manufacturer narrative:
During follow up with the service engineer, it was confirmed that the 110b issue was resolved after the solenoids were reseated to the data acquisition (da) board.

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a 110b ((cbit) check vent: proximal pressure sensor auto zero failed) error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a 110b check vent: proximal pressure sensor auto zero failed) error code. It was reported that all the solenoids were not plugged into the data acquisition pcba. The investigation is ongoing.